Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total knee arthroplasty of orthopedic field, thread breakage occurred frequently. The procedure was completed with another device. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of eight devices. The visual inspection of the two opened samples noted two sutures and two needles. The sutures were returned with the loop opened. Under microscopic inspection, material transfer was observed at the weld site. Visual inspection and functional testing of the six sealed products confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition if information is provided in the future, a supplemental report will be issued.